Manufacturer narrative:
(B)(4). No related complaint received with return of device. Failure event observed during analysis. Final analysis found insulation abrasion exposing the outer coil at 10.0 cm to 12.0 cm and at 15.8 cm to 16.2 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. (B)(4).

Event description:
This report is to advise of an event observed through analysis.